Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace insert for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during the da vinci assisted surgical procedure, the harmonic ace insert grips did not open under surgeon control. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon was unable to control the opening and closing of the jaws of this instrument, while the jaws did not stick on any tissue.